Event description:
Neobar plastic portion of half c section broke. No harm to patient. The patient was bagged immediately and re-intubated.====================== health professional's impression======================possible defect.====================== manufacturer response for et tube holder, neobar======================the manufacturer needs more information, particularly since the device was not kept. A representative of the neotech is attempting to get more information directly.